Event description:
It was reported that a stopped pump alarm occurred during pump interrogation and update. The healthcare provider (hcp) changed the infusion mode back to simple continuous and updated the pump successfully. The issue was resolved. No patient symptoms were reported. The device system delivered dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8840, lot# unknown, product type: programmer, physician. (B)(4).